Event description:
The device had a fault during preventive maintenance related to the battery. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.